Event description:
It has been reported to company that the occlusion balloon deflated during the stenting procedure of a lesion in a saphenous vein graft. No additional information is available at this time.